Event description:
It was reported that the li61aor iol was removed intraoperatively due to bent haptic noted upon insertion. An ez-28 delivery system was used. The incision was enlarged to remove the lens and sutures were used to close the wound. A back up lens was implanted successfully. Pt's prognosis was described as great. Please reference MDR #1119279-2012-00226 for the intraocular lens.

Manufacturer narrative:
The delivery device has been requested, but was not returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.